Manufacturer narrative:
Unable to perform displacement test on the insulin pump and rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display due to moisture damage at electronic assembly. Device was received with moisture damage at motor assembly. Device was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went into the pool with the insulin pump and it was not working correctly. The customer received a sudden vibration followed by a blank display immediately after the insulin pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.